Event description:
Information received indicates that reduced flows were noted during the case. The surgeon concluded the diminished flow rate was due to the console. The console was changed-out during bypass and the patient was reported to suffer no neurological defects.